Event description:
For several weeks prior, including the date of the event and after changing my infusion sets, I had experienced difficulty controlling my blood sugar with the paradigm insulin pump, using the now recalled infusion sets. My blood sugar readings consistently ran over 30mg. I obviously was not getting enough insulin via the pump. I continued to change the infusion sets, thinking that it was user error, until I finally just stopped using it and resorted to manual injections. However, I was on vacation during this time, and because of my reliance on the pump, and I had filled up my reservoirs to last for 3-4 days, I had limited supplies - insulin and syringes. My blood sugar was so high and I was feeling so fatigued and ill, I though I had some type of infection. It appeared to be working sometimes and sometimes not. As a result of this situation, I became ill for days - headaches, dizziness, nausea, and like symptoms experienced with hyperglycemia, including vision impairment. It wasn't until a few weeks later, that I was made aware of the recall. I returned 2 full boxes and 4 individual infusion sets. When I discussed my past blood sugar readings with my doctor and why they were off the chart, he suggested that I no longer use the pump for insulin therapy because of the long term damage this may have caused. Dates of use: 2009. Diagnosis or reason for use: diabetes. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? No.